Event description:
It was reported that four (4) novum iq large volume pumps malfunctioned and caused delays in patient care. This was further described as "pumps communicated inappropriate errors and had not been administering medications as entered". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.